Event description:
It was reported that the syringe plunger sensor was not working. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Resubmission due to gateway error experienced on 05-apr-2024.

Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. Customer reported problem with plunger left case front flipper failure was verified by testing plunger sensor and found that the sensor is good, but the front flipper did not function as intended. Therefore, a replaced plunger assembly kit will be needed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.